Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that during a routine follow up, this pacemaker device was interrogated, and battery longevity was found to be about four years to depletion. It was believed that the pacemaker was operating in safety mode. The pacemaker was electrically abandoned, and the physician scheduled the patient for a prophylactic explant of the device for a later date. No adverse patient effects were reported. At this time, this pacemaker device remains implanted. Subsequent additional information was received that reported confirmation that the pacemaker device was not operating in safety mode. The physician scheduled the prophylactic explant of the device for a later date. No additional adverse patient effects were reported. The pacemaker remains implanted and in service.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that during a routine follow up, this pacemaker device was interrogated, and battery longevity was found to be about four years to depletion. It was believed that the pacemaker was operating in safety mode. The pacemaker was electrically abandoned, and the physician scheduled the patient for a prophylactic explant of the device for a later date. No adverse patient effects were reported. At this time, this pacemaker device remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Amendment to previous report: based upon both what was reported from the field and our investigation, there is no evidence provided that this patient underwent surgical intervention and as such no serious injury should be reported. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that during a routine follow up, this pacemaker device was interrogated, and battery longevity was found to be about four years to depletion. It was believed that the pacemaker was operating in safety mode. The pacemaker was electrically abandoned, and the physician scheduled the patient for a prophylactic explant of the device for a later date. No adverse patient effects were reported. At this time, this pacemaker device remains implanted. Subsequent additional information was received that reported confirmation that the pacemaker device was not operating in safety mode. The physician scheduled the prophylactic explant of the device for a later date. No additional adverse patient effects were reported. The pacemaker remains implanted and in service. Subsequent additional information was provided that reported that this pacemaker was prophylactically explanted. The pacemaker was returned and received by the facility and is awaiting further analysis to be performed. No additional adverse patient effects were reported at this time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The no problem detected investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Amendment to previous report: based upon both what was reported from the field and our investigation, there is no evidence provided that this patient underwent surgical intervention and as such no serious injury should be reported. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that during a routine follow up, this pacemaker device was interrogated, and battery longevity was found to be about four years to depletion. It was believed that the pacemaker was operating in safety mode. The pacemaker was electrically abandoned, and the physician scheduled the patient for a prophylactic explant of the device for a later date. No adverse patient effects were reported. At this time, this pacemaker device remains implanted. Subsequent additional information was received that reported confirmation that the pacemaker device was not operating in safety mode. The physician scheduled the prophylactic explant of the device for a later date. No additional adverse patient effects were reported. The pacemaker remains implanted and in service. Subsequent additional information was provided that reported that this pacemaker was prophylactically explanted. The pacemaker was returned and received by the facility and is awaiting further analysis to be performed. No additional adverse patient effects were reported at this time.

Manufacturer narrative:
Amendment to previous report: based upon both what was reported from the field and our investigation, there is no evidence provided that this patient underwent surgical intervention and as such no serious injury should be reported. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The boston scientific local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that during a routine follow up, this pacemaker device was interrogated, and battery longevity was found to be about four years to depletion. It was believed that the pacemaker was operating in safety mode. The pacemaker was electrically abandoned, and the physician scheduled the patient for a prophylactic explant of the device for a later date. No adverse patient effects were reported. At this time, this pacemaker device remains implanted. Subsequent additional information was received that reported confirmation that the pacemaker device was not operating in safety mode. The physician scheduled the prophylactic explant of the device for a later date. No additional adverse patient effects were reported. The pacemaker remains implanted and in service.